Event description:
The technician alleged the brake steer caster is not holding in brake mode or steer mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.